Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause of the reported incomplete coaptation cannot be determined. The reported mr and dyspnea are cascading effects of the reported incomplete coaptation. Additionally, the reported patient effects of mr and dyspnea are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization and medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: a total of twenty-four (24) echocardiographic videos and four (4) echo still images were provided in four folders. Each folder had a specific date, presumably the date the videos/images were acquired: ¿ folder "(B)(6) 2023": two (2) echo still images and six (6) echo videos were provided, presumably taken during the original mitraclip procedure which was performed on (B)(6) 2023 in which one xtw clip (reported device) was implanted, per the reported incident details. Both echo images capture a 3d en face view of the mitral valve in which one fully deployed clip can be visualized with no cds or sgc in view indicating the images were taken post deployment and removal of the system. The clip is implanted on the medial aspect of a2/p2 with clear and evident leaflet coaptation indicating both leaflets are retained within the clip. ¿ folder "(B)(6) 2023": four (4) echo videos were provided and dated (B)(6) 2023. Three of the videos present a similar long axis (2 chamber) view such that the apex of the lv is located at the top of the video based on the contraction movement. The clip can be visualized on the valve and does not present with significant movement associated with slda. The fourth video captures a transgastric short axis view in which the clip can be visualized on the valve and appears to remain relatively stationary. Based on these videos taken one day post procedure, it appears the clip was secured on both leaflets with no indication of slda. ¿ folder "(B)(6) 2023": seven (7) echo videos were provided and dated (B)(6) 2023. All seven videos present similarly, capturing long axis and transgastric short axis views in which there is notably mobility in the clip. Particularly, in the long axis views clip movement is apparent with an evident coaptation gap during diastole which is indicative of an slda. Based on the videos provided, the reported slda is confirmed. ¿ folder "(B)(6) 2023": two (2) echo still images and seven (7) echo videos were provided. One echo still image captures a 3d en face view taken from the atrial aspect (left) and ventricular aspect (right). The image is labeled to denote anatomical landmarks and the clip. The clip appears attached to the anterior leaflet with a clear separation from the posterior leaflet, aligning with the reported incident details. The second echo image captures a long axis view with measurement markers on the posterior leaflet, presumably to measure the leaflet length to assess placement of a second clip. Similarly, the seven echo videos capture 3d en face and lvot views in which the clip can be clearly visualized detached from the posterior leaflet, further confirming the reported slda. There are no other observations based on the images and videos provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted in the central-medial position, and the mr was reduced to grade 1-2. On (B)(6) 2023, a transesophageal echocardiogram (tee) displayed worsened mr and a single leaflet device attachment (slda). The posterior leaflet was detached from the xtw, but remained attached to the anterior leaflet. Additionally the patient had dyspnea on exertion. The patient remained hospitalized and stable. On (B)(6) 2023, a second clip intervention was performed and mr was reduced to grade 2+. The patient was discharged on (B)(6) 2023. No additional information was provided.